Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scissor kept sticking. When the scissors are fully closed, they stick and then suddenly they spring open. They were used for the entire procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged end effector. H3. Evaluation summary: the analysis results confirmed that one device was received for analysis. The cutting feature was evaluated and it cut the test media as intended but sticking was noted at the end of the each cycle. It could not be determined what may have caused the found condition. A batch record review was performed and no anomalies were found during the manufacturing process.